Event description:
It was reported that this right ventricular (rv) lead was repositioned due to high pacing thresholds. To date, the lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is provided in the future, a supplemental report will be issued.